Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the physician suspected the patient was experiencing an infection at the ipg pocket site. The patient was administered antibiotics and the issue resolved. The event was assessed as procedure related and not related to the device system.